Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock is lost while applying slight pressure to the can. The electrode and no lock conditions prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connection. This device malfunctioned due to a crack in the conductive epoxy at the feedthru pin-to-substrate connection. A CAPA has been implemented. In addition, this device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock is lost while applying slight pressure to the can. The electrode and no lock conditions prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pins. This device malfunctioned due to a crack in the conductive epoxy at the feedthru pin-to-substrate connection. A CAPA has been implemented. This is the final report.